Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient performed calibration incorrectly. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). It was reported that the patient did not calibrate correctly. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area.